Event description:
Healthcare professional reported injecting a patient with 3ml of juvéderm® voluma® with lidocaine in the zygoma, apex, prejowl sulcus, gonial angle, and preauricular area. Two months later, patient was injecting with 1.85 ml of juvéderm® voluma® with lidocaine in the zygoma, apex, and preauricular area. Three months later, patient was injected with 1ml of juvéderm® voluma® with lidocaine in the labiomental crease, chin shadow, and prejowl sulcus. Six months later, patient was injected with 2.5ml of harmonyca¿ lidocaine in the ck1, ck4, and jw1. Five months later, patient developed redness, heat, and swelling on both sides of the face. Upon examination, there was a "diffuse (>1 cm) soft-to-firm red swelling bilaterally, more pronounced on the left lateral cheek and preauricular area, with some swelling also visible in the same region on the right side". The skin was "slightly warm on palpation, with no tenderness or pus". Patient also experienced "facial tingling". Two days later, hcp prescribed the patient doxycycline 100 mg od for 2 weeks, with clarithromycin 500 mg bd if no improvement. On month later, patient was reportedly injected with hylase in the jawline and cheeks by a secondary provider. Following this, inflammation improved but firm nodules spread to the lower face/chin. Patients general practitioner prescribed them with oral steroids and clarithromycin. Patient continues to experience "diffuse firm swellings across lower face/chin with residual nodules at zygoma bilaterally". Patient received intralesional steroids by another physician. Symptoms are ongoing. This relates to the first injection of juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.